Event description:
Reporting status: serious injury-medical intervention; permanent damage. Reporting rationale: stent dislodged requiring medical intervention; permanent damage, device issue: stent dislodgement. It was reported that there was a calcified rca and a xience 3.0 x 28 mm was successfully deployed. The physician then wanted to stent a lesion proximal to this stent. The proximal lesion was dilated with another company's' balloon catheter (which had difficulty deflating) and a dissection occurred. The xience 3.0 x 08 mm stent would not cross the lesion and was removed from the patient; however, the stent was observed dislodged onto the guide wire. A balloon catheter was put over the guide wire and the xience 3.0 x 08 mm stent was deployed inside of the xience 3.0 x 28 mm stent. There were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
Quality assurance analysis revealed that the stent delivery system (sds) was returned with blood and contrast visible on the balloon, on the shaft and on the hub. There was fluid visible in the inflation lumen and in the balloon. The balloon had relaxed folds. There were crimp marks on the balloon and between the markers. There were no kinks or damage noted to the tip and inner member. There was no other damage noted to the sds. The tip seal length was measured and this met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned product. The returned sds had blood and contrast visible on the balloon, shaft, and hub, and fluid visible in the inflation lumen and balloon, which is consistent with preparation and use inside the body. The tip seal was measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. Potential causes for stent dislodgement inside the body, as observed in past incidents, may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use, or interaction of the stent with the lesion, accessory devices and/or previously implanted stents. Reportedly, the vessel was moderately calcified, which may have contributed to the reported difficulties. There was no damage reported after removal of the sds from packaging or after preparation, suggesting the stent dislodgement was likely the result of the procedure. Analysis of the returned sds noted that there were crimp marks on the balloon between the markers, indicating that the stent was originally positioned correctly and securely at the time of manufacture. Analysis also noted that the balloon had relaxed folds, and contrast in the balloon in addition to relaxed folds is consistent with positive pressure being applied to the balloon. In this case, interaction with the anatomy and/or previously implanted stent likely contributed to the reported difficulty crossing. It is possible that positive pressure was applied either during lesion access or removal and/or the stent became disrupted on the balloon as a result of interaction with the anatomy and/or previously implanted stent, which may have led to the stent dislodgement during retraction. In this case, a balloon catheter was used to deploy the dislodged stent inside the previously implanted stent. To help ensure these types of events are not the result of manufacturing, all sds are inspected for proper stent placement, stent damage, and crimped stent outer diameter. Additionally, prior to lot release, a sampling of units is destructively tested to verify stent dislodgement force. A review of the finished product lot history record (lhr) did not reveal and nonconforming material records (ncmr) issued for the lot that could have contributed to this complaint. In addition, all online testing for the lot in question met stent implant security criteria, which would indicate the unit had an adequate crimp. All lot release testing met specification including testing for stent placement, crimped stent outer diameter and stent dislodgement force. Product performance engineering will monitor the incident circumstances. The profile dimensions on all sds are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, a sampling of units is destructively tested to verify stent dislodgement force. This MDR is considered closed by the product performance group.